Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air bubbles observed in the infusion set tubing. Tandem technical support assisted customer in priming the tubing and resuming insulin successfully. Customer's blood glucose level was 380mg/dl.